Event description:
It was reported the pt experienced dizziness, blacking out, limp and tired for about 2 months following a refill session. The pt was admitted to the emergency room a few times prior to being admitted to the hospital. The dose in the pump was decreased, and the pt "felt somewhat better" but then had an increase in pain. No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.